Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was not verified during testing. The device was opened as part of the investigation where cables and connections were checked. No discrepancies were found during the evaluation. The device was recertified and returned to the customer. Also it is important to note that the customer facility was contacted for additional information and it was stated that the device was in use and it slowed down and stopped ventilating during transport. The device settings during the time of event are unknown. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.